Event description:
It was reported that a user experienced hypoglycemia with blood glucose values in the 40s while using the ilet bionic pancreas, and the pump was suspected to be overcorrecting, including delivering insulin after meal announcements without subsequent food intake. Symptoms included low blood glucose with subsequent rebound hyperglycemia due to overtreatment by the user. Outcomes included recovery to target range and no alerts or alarms reported. Investigation included review of therapy reports and user feedback, and the case was assigned for additional training. Investigation of this case revealed an unclear cause for hypoglycemia and potential inappropriate insulin dosing behavior relative to meal intake. It was concluded that the cause of the hypoglycemia was unknown and user training would be provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.